Event description:
Information received from the field notes that initial measured battery data was 2.76 v, 7ua, <1 kohm with an eri message. A second measurement gave a battery voltage of 2.06 v. The patient was pacemaker dependent. Previous measured data readings were 2.76 v in december 2005, and 2.63 v in june 2005.